Event description:
It was reported that the statlock did not close or remain locked around the 22fr catheter. No medical intervention was reported.

Manufacturer narrative:
This report is being submitted past the regulatory timeframe. Please see attached letter for additional information. The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. Bd is unable to determine the associated labeling to review since the product code is unknown. Although the product code is unknown, the intermittent catheter labeling is found to be adequate based on past reviews. Attachment: [FDA letter for late mdrs.pdf]. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the statlock did not close or remain locked around the 22fr catheter. No medical intervention was reported.